Manufacturer narrative:
The philips service engineer (se) reported that there was a misalignment in the touch position. It was reported that a calibration was performed, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's touchscreen was not working, but was working after being rebooted. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer evaluated the device and confirmed the reported problem. The responded position was misaligned with the touched position on the touchscreen. The touch screen was faulty, so it needs replacing. The scheduled repair completion date is not fixed due to awaiting an order from the customer. The investigation is ongoing.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "it was reported that a calibration was performed, but the issue was not resolved. The touchscreen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation." The technician then noted, "in addition to the previous, the touchscreen was noted to have a misalignment issue, however the touchscreen was operatable just misaligned. A reboot of the standard test bed (stb) with the suspect touchscreen installed revealed that the touchscreen misalignment issue was still prevalent after the reboot but at no point was the touch screen in an inoperable status."